Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call the her daughter experienced high blood glucose level of 668 mg/dl. The mother declined troubleshoot for high blood glucose. Mother stated that daughter had a virus that cause her blood glucose to go high. The product was not returned for analysis.